Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a blood glucose value of 377 mg/dl after the user removed the insulin from the pump and was without insulin for a period of time; the trend subsequently showed a downward trajectory after insulin delivery resumed and education was provided to allow time for insulin action and to monitor. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no device alerts or alarms. Investigation included review of available data and troubleshooting with user education. Investigation of this case revealed user-related interruption of insulin delivery as the likely contributor to the hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to interrupted insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.